Event description:
It was reported that the patient was feeling stimulation in the wrong location. It was noted that the patient¿s stimulation ¿was not working in her back anymore, it was only working in her legs.¿ it was noted that this issue began after a spinal epidural 3 weeks prior to the report. It was noted that the patient had not used the implantable neurostimulator (ins) since. No patient falls or traumas were reported. It was further noted that the patient tried to change the settings with her patient programmer, but she could not get the programmer to change anything. It was noted that the patient tried to turn the stimulation up, but she was only feeling it in her legs, not her back. It was noted that both programs 1 and 2 stimulated the patient¿s legs only. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).